Event description:
Pump #1 was reported to be set between 20 and 25 ml/hr with a 250 ml bag of procainamide. Between five and six hrs later, the bag was found empty. Therapy was continued with another bag. One and half hrs later the bag appeared to have less solution than it was supposed to have. The pt's procainamide level was taken and found to be at the "higest end of normal." The therapy was discontinued, but resumed sometime later with another pump. No pt injury resulted.